Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle at descending duodenum while the needle cannot be pulled, after several attempts the needle tip broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas. 2. Please describe the size of the intended target site. 1.5cm. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Olympus endoscopic ultrasound. 6. Was the scope recently service/repaired? No. 7. Was the device used in a tortuous position? No. 8. Are images of the device or procedure available? No. 9. Was force required to remove the device? No. 10. Was the stylet partially removed when advancing the needle into the target site? No. 11. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 12. Was difficulty experienced while retracting the needle? No. 13. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retraction. 14. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 15. How many samples were obtained (passes completed) with this needle? 1. 16. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 17. If not with the device in question, how was the procedure performed and/or finished? Need the device. 18. Did the patient require any additional procedures as a result of this event? No. 19. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a. 20. Was the procedure 'place of coil' relevant to this procedure? No.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13 oct 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 1 unit of lot c2279352 of echo-19 was returned opened in its original packaging. A photo was also shared showing the distal end of the needle to be broken. The device related to this occurrence underwent a laboratory evaluation on 02 september 2025. The lab and lab attendance can be viewed in the ¿examination of returned device¿ section of the product returns object. Observations from the lab evaluation were as follows; needle returned with distal end of needle advanced out of sheath distal end of needle examined and observed to be broken approx. 5.5cm from tip of sheath. Needle handle able to retract and advance without issue. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the precautions section of the instructions for use (ifu0101), which accompanies this device instructs the following to user: "the stylet must be retracted (approximately 1 cm) from the luer fitting on the needle handle prior to puncture.¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet (ifu0101). Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/label. A definitive root cause could be attributed to use error as the stylet was not partially removed prior to advancement of needle into the target site which could have caused the needle break encountered by the user and observed during the lab evaluation? Additional information received in the patient/event info - notes under q.10 confirmed that the stylet was not partially removed prior to advancement of needle into the target site which is considered use error under the precautions section of the instructions for use. As the sharp edge of the needle would not have been exposed due to the stylet being exposed this could potentially have led to the distal end of the needle to break due to extra force being used to try and complete the puncture. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13 oct 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.